Manufacturer narrative:
Based on the information provided, no conclusions can be made. A lot number has not been provided; therefore, we are unable to review the manufacturing records of the lot in question. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the ventalight st (device 2). An additional emdr was submitted to represent the other bard/davol devices. Not returned.

Event description:
Per legal complaint: it is alleged by the patient attorney that on (B)(6) 2013 the patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventrio st (device 1) it is alleged that on (B)(6) 2014 the patient underwent surgery during which the patient was implanted with an unspecified ventralight st (device 2 ). As reported, on (B)(6) 2016 the patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventralight st (device 3). Per legal complaint, "despite reasonable diligence, plaintiffs did not know, and could not have known, about the wrongful conduct by defendants in connection with her injuries on (B)(6) 2017."the patient is making a claim for an adverse patient outcome against the ventrio st (device 1) and two ventralight st (device 2 / device 3). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."